Event description:
Event description cpi received information that an invasive procedure was performed on the patient of this endotak transvenous defibrillation lead due to inappropriate shocks. Upon examination erosion was found in the pace/sense segment. The lead was repaired and remains active and implanted in the patient.